Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v561293, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported that their doctor wanted them to get an MRI of the right shoulder. The shoulder issue was noted to have occurred prior to implant. It had gradually gotten worse and the shoulder pain had been getting worse since implant. The MRI was confirmed to not be related to the device. General functions of the ins/therapy were reviewed. The patient thought she may have turned stimulation off before in error. There was a return of symptoms occurring daily. There was also new symptoms, noted to be bowel issues, that were intermittent. The lead felt like it moved. It felt like this daily. No falls/trauma were related. The patient was able to use the pp and confirm that stimulation was on by noting the lightning bolt. They were currently on program 2 at 5.0 volts and were not feeling stimulation. Stimulation was increased to 8.3 volts. She then felt stimulation and it was very uncomfortable. She was feeling uncomfortable pressure anally. Stimulation was then turned to 0 volts. It was changed to program 3 which was set at 1.9 volts. She did not feel stimulation. Stimulation was increased to 5.2 volts. She was then feeling a pressure in the vaginal area which was stated to be comfortable. However, when she tried walking, the pressure became painful and the pressure was like a burning sensation. Stimulation was decreased to 4.5 volts and it was comfortable sitting, standing, and walking. Frequency and urgency was noted. She was very fatigued because she was getting up and having to go to the bathroom all night. Reprogramming had not helped at all. When she had a bowel movement, it was very painful and felt like pins and needles, like a very painful burning sensation. This would come and go and would not happen all the time. With respect to the lead feeling like it moved, stimulation now felt like pressure instead of tingling like it used to. All issues were reported to have occurred in 2014. It was noted that the patient did not have a managing physician. The implant initially worked in controlling symptoms. The frequency was controlled but no so much the leaking. At th e time of this report, it was not controlling her symptoms and was causing her more problems. She still had to wear pads. The indication for use was unknown. Follow-up was performed to determine what actions were taken to address this event and if it was resolved. This event will be updated if additional information is received.

Event description:
Additional information received from the patient reported that they thought that she couldn¿t have an MRI but she was told by the manufacturer representative (rep) that she could. Her urinary incontinence urgency symptoms were like prior to implant and the battery low icon was showing on her screen. Some of her lead wires were off/broken. She had met with the rep on the day of this report who told her about the lead wires and he recommended replacing the battery and possibly the lead. She had also been to the healthcare provider (hcp) to see an ophthalmologist who said she was a candidate for glaucoma due to the pressure in her left eye being higher than that of the right. She was experiencing headaches and pressure behind her eyes. It was intense but the hcp couldn¿t explain the pain and wanted an MRI.